Manufacturer narrative:
Concomitant products: product ID 37612, serial # (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID 64001, lot # n316015, implanted: (B)(6) 2012, product type adapter; product ID neu_unknown_lead, serial # (B)(4), implanted: (B)(6) 200, product type lead; product ID neu_unknown_ext, serial # (B)(4) implanted: (B)(6) 2006, product type extension; product ID 37651, serial # (B)(4), product type recharger; product ID 64001, lot # n314853, implanted: (B)(6) 2012, product type adapter; product ID 748251, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3387-40, lot # j0546586v, implanted: (B)(6) 2005, product type lead. (B)(4).

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) had switched off once before. Additional information requested but had not been received as of the date of this report reference manufacturer's report number: 3004209178-2013-23470.